Event description:
Random beeping of controller. Data downloaded and sent into thoratec. They were able to isolate a grown interference near the end of the driveline that attaches to the controller. Area was repaired by thoratec representatives.